Event description:
Pt underewnt cataract surgery on 5/6/1998, and implantation of a starr model aq-2003 intraocular lens. The surgeon stated that the lens came out of the 'shooter' with a tear in the haptic. The surgeon said he noticed resistance with the injector and when he ejected the lens it 'popped' out and tore the capsule. The lens was removed an anterior vitrectomy was done and the surgeon implanted a staar three-piece lens.